Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, of diopter -8.5, into the patient's right eye (od) on (B)(6) 2015. On (B)(6) 2024 lens was exchanged with a longer length lens due to low vault without rotation. This resolved the problem. The cause of the event is reported as unknown.